Event description:
"Caller alleged discrepant results with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.5. Date: (B)(6) 2012, inratio: 1.4. Date: (B)(6) 2012, inratio: 1.2, lab: 2.9. Therapeutic range: 2.0-2.5.

Manufacturer narrative:
Investigation pending.